Event description:
Boston scientific received information that this right atrial lead was dislodged after pocket closure. This right atrial lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. Further visual inspection showed cuttings in the insulation and deformations of the outer conductor coil which occurred most likely during surgery. Blood penetrated the lead in these areas. There was no sign of a material or manufacturing problem.